Manufacturer narrative:
4.5cm cuff, model- null, lot sn- null, mfg date- null, exp date- null.

Event description:
It was reported that the patient experienced incontinence and had an artificial urinary sphincter(aus) 4.5 cm cuff device implanted. The patient was still incontinent so the surgeon performed a revision and attempted to implant a 4.0cm cuff. Upon insertion of the 4.0cm cuff during a cystoscopy, the surgeon noticed that the patient had a tear in his urethra so the surgeon removed the new cuff and allowed time for the tear to heal. The patient currently has not cuff implanted. Once the healing has occurred the surgeon will implant a 4.0 cm cuff. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted. Additional information received that a surgery to implant a new cuff has not been scheduled. No other details are known.